Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked glass at the lcd screen. After battery installation device gave an unexpected white and black partial display with horizontal lines on display due to cracked or broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test and self test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump crashed on a bike and had scratches on the screen and screen was no longer visible. The customer stated that, the they can not read the display screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.